Event description:
Took a binaxnow home covid test in the morning before flying to visit family. Came back positive which shocked me since I've been vaccinated (pfizer) and have also had my booster. In any case I repeated the test since there were 2 kits in the box. Same result. Immediately canceled my plans and went for a pcr test which came back negative. Aside from the anxiety this has caused it also has cost me more than (B)(6) in change fees (I had been lucky initially to obtain a (B)(6) fare). FDA safety report ID# (B)(4).